Event description:
Event desc: a pt experienced a burn to the sclera during a posterior lens fragmentation procedure. The pt had a diagnosis of unfixable retinal detachment. It is believed that the tip of the handpiece that provides irrigation and suction clogged leading to the tip heating up and burning the sclera. Smoke was seen. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do. Other devices in use on pt: disposable set and tip, handpieces.